Manufacturer narrative:
Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr 803 and out of an abundance of caution. Evaluation summary: the clamp is damaged by dental grinder marks in the jaw area and on the bow of the clamp. Also it is distorted from its original shape. When reassembled it was obviously permanently deformed, not returning to its original formed shape and jaw proximity. Cause of breakage: misuse. Conclusion: overextension caused permanent deformation to the clamp and subsequently breakage of the clamp. Excessive dental grinder damage is also a possible factor leading to breakage of the clamp. Due to the aforementioned fact that this was customer misuse, no further action is deemed necessary at this time. The investigation is closed. CAPA measures are not proposed or initiated.

Event description:
A (B)(6) dealer notified us of a clamp that was returned for credit because it broke on the first use. Requested add'l info from the dealer. Dealer has not responded to the request.